Event description:
It was reported the patient died in 2009 due to a stroke, and the device was explanted 3 days later, at which time it was not responding to interrogation. Additional information received from the manufacturer's representative reported the patient was not pacemaker dependent and the device had been working fine with all the checks normal. The patient was reportedly a very sick man, had suffered a stroke earlier, and now the cause of death was a stroke with no device issue. The device had been refrigerated in the patient at 45 degrees for more than 10 hours and at 55 degrees for 2 days prior to removal and the attempt to interrogate it. Manufacturer's representative reported the physician did not feel the device had anything to do with the patient's death.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model.